Event description:
Additional information was received. It was reported that the site was requested for the lot number of the reference frame, however, they did not want to open the tray as it was wrapped and sterile. It was reported they had stopped using that tray and used the other set for cases.

Manufacturer narrative:
H2) additional information in section b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A1-a4) patient information was unavailable from the site. H6) no parts have returned to the manufacturer for analysis. Codes b17, c20, and d15 are applicable. H6) multiple annex a codes were applied to capture this event. A0908 captures the navigation being off while a05 captures the bent prongs. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that the navigation screen was consistently off. It was reported that the screws were perfect but the navigation was low in the pedicle and lateral view as well as lateral in the axial view. The probable cause was noted as the reference frame. It was reported the reference frame was not draped, did not move, and the camera could see the reference frame. It was suspected the prongs on the reference frame were bent. There was no impact to patient's outcome and there was no surgical delay time. Additional information received from a manufacturer representative reported that the deviation was between 3.5 and 10 millimeters (mm).